Event description:
--

Event description:
Boston scientific received information that a high pacing impedance measurement was observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and high out-of-range (oor) pacing lead impedance (pli) measurements. There was also oversensing of noise which resulted in inappropriate shock therapy. An rv lead fracture was suspected. It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was deactivated before lead revision to avoid inappropriate therapy. Subsequently, the lead was explanted and was noted to have been damaged during extraction. As such, visual confirmation for the lead fracture was not possible. The device was also explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.